Event description:
Our hospital is trialing a new percutaneous introducer. The primary usage of the percutaneous introducer is for the insertion, maintenance, and discontinuation of a swan ganz pulmonary artery catheter. Tonight, during a routine removal of a swan ganz pulmonary artery catheter, we encountered a problem. The catheter was removed without incident. However, when we went to place the cap on the introducer it did not fit correctly. Blood began to back flow out of the introducer. A 7 french slick was placed into the introducer to help prevent excessive blood loss. The slick was held in place until the company representative was able to come to the unit. The company rep said the error was an education error. The company provided minimal education on the product to medical and nursing staff. However, the potential for this to continue to happen is immense due to the design of the introducer. Competitors place the one way valve in the introducer itself. This company places the valve in a small removal cap. The cap is threaded onto the introducer and has no markings that state it is the valve, that it is important, etc. The potential is also there for the pt to get an air embolus. Additionally, the locking mechanism for the swan ganz catheter does not have any visual markers to let a nurse or physician know the swan ganz is in a locked position. The locking mechanism has to be physically tested with each check to ensure it is locked. Reason for use: aortic valve replacement surgery. Pt had a swan.